Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program, and a bolus delivery that was not programmed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: a review of the basal history appeared to be inaccurate due to a rewind, load, and prime being performed. The basal history recorded a 1.125 unit basal rate when deliveries resumed and correctly matched the user's programmed basal rates. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. No programmed boluses were delivered or recorded in the pump history during testing. A ten unit normal bolus and a ten unit audio bolus were successfully manually performed and both were accurately recorded in the pump history. No hypersensitive or stuck keys were found on the keypad. The reported history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).